Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned whisper guide wire noted blood and contrast on the black polymer coating which is consistent with the guide wire being used in the patient as reported. Analysis confirmed the guide wire tip separation as the core and black polymer coating were separated, 2.9 cm proximal to the tip ball. The black polymer was jagged at the separation and was unraveled proximal to the separation, for a length of 2 mm. The proximal portion of the separation was returned. The tip coils were completely stretched out. There was a bend in the core 5 mm distal to the separation. The noted black polymer separation, unraveled black polymer coating, stretched tip coils and bend in the core appears to be the result of the reported guide wire tip separation as no damage was reported during inspection prior to use. Analysis also noted a kink in the core, 14.5 cm distal to the proximal end of the black polymer coating which is consistent with product handling during the procedure and/or post procedure as no damage was reported during inspection prior to use. Scanning electron microscope (sem) analysis of the guide wire suggests that the failure of the core may be attributed to fatigue rupture initiating along the surface. The majority of the proximal fracture half exhibited a woody texture and fractured on an oblique plane. Secondary cracks were observed intersecting the primary fracture surface. The distal half of the fracture revealed fatigue regions on the opposite side indicating reverse bending fatigue. The failure of the tip coil may be attributed to torsional overload. For the wire to fail in this manner, the guide wire would be over bent by pushing or pulling or over torqued by turning and would require the tip to be trapped within the anatomy or another device in order to create the required forces to damage the guide wire as described. Patient anatomy, lesion morphology, and/or resistance between products can all be factors. Any attempts to move the wire in a trapped state could have then cause the reported separation. The lesion was described as heavily calcified which could have contributed to the reported guide wire tip separation. Reportedly, the separated tip was retrieved with a guiding catheter using an inflated dilatation balloon to secure the separated portion of the guide wire. Two still images were received and cine review was performed by an abbott clinical specialist that concluded that though there are no cine runs with images of the procedure and guide wire separation, the still images confirm the incident description. There is nothing in the images to suggest a cause or reason for the guide wire tip separation. The lot history record was reviewed and there are no non-conforming material records associated with this lot. Overall, the reported guide wire tip separation, additional therapy/non-surgical treatment of retrieving the separated portion and the noted damages appears to be related to operational context of the procedure and there is no indication of a product quality deficiency. To ensure that guide wire separation does not occur as a result of a product quality deficiency, manufacturing performs a non destructive pull test on each wire, and performs visual inspection prior to packaging. Additionally, quality control performs on line reliability testing to verify product quality.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide cath: guiding ebu 3.5; stent: xience v (x4). The device is expected to be returned for evaluation. It has not yet been received.

Event description:
It was reported that during a procedure of the heavily calcified left circumflex artery, the whisper guide wire was advanced followed by a kissing balloon dilatation inflation to 6 atmosphere (atm). The result was good, however, a stenosis in the right marginal was noted but stenting was not possible as the guide catheter dislocated. The whisper guide wire was pulled back into the guide catheter then advanced when the physician noted the tip was too short. At no time was resistance felt. The tip was located inside the guide catheter. The guide wire fragment was retrieved using an inflated dilatation balloon to secure the fragment inside the guiding catheter and removed from the anatomy without issue. A different device was used to complete the procedure. There was no reported patient effect due to the issue with the wire. Additionally, two still images from the procedure were received and reviewed by an abbott clinical specialist. The analysis concluded that the images confirm the incident description. Though requested, there was no additional information provided.